Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from normal behavior at the time, which led to noise in the sensor readings. Per the analysis, the root cause could not be confirmed at the time, and therefore the RMA was authorized for further investigation. Upon receipt of the RMA, the sensor was tested in-house, and the review of qc did not reveal any malfunction of the sensor. The return product investigation is inconclusive since the failure mode (sensor noise) could not be reproduced during the returned product analysis testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. As part of resolution, the RMA was authorized to offer the user a sensor replacement. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4315.